Event description:
It was reported the subject device had same error as previous. After installing it and going through the function checks when the narrow band imaging (nbi) functionality was tested it alarmed showing e105. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found before of a elective surgery procedure that was completed with a similar device.